Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. On (B)(6) 2011, the patient's caregiver (cg) contacted baxter technical service (bts) center to request the patient be disconnected from the homechoice (hc) device because he needs to see the nurse due to his peritonitis. The cg stated she spoke with the nurse last night regarding the peritonitis. The bts representative assisted the cg in ending therapy. Treatment, outcome and action taken were not reported. The consumer did not provide an opinion of causality.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers: gd884445, gd883082 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.